Event description:
It was reported that there was an incision and drainage of a total knee. Exchanged the insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding revision surgery involving a x3 triathlon cs insert #6 13mm was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated that specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the incision and drainage of a total knee with an exchanged insert. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that there was an incision and drainage of a total knee. Exchanged the insert.